Event description:
The device was used during a hip arthroscopy procedure. While the operative leg was under traction, the screw extension device spontaneously gave way and traction was lost. No injury or adverse effects to the patient were reported to maquet. (B)(4). Reference MFR report number 8010652-2013-00009.